Event description:
It was reported a patient presented for a follow up in clinic. Their implantable cardioverter-defibrillator had an error message stating erroneous parameters detected. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.